Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as after a 48 hour infusion, the infusor had remaining fluid. The device was filled with 6400mg of fluorouracil in 0.9% sodium chloride. This issue was identified after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from july 20, 2018 - july 21, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed however the reported condition could not be objectively confirmed from the photograph and due to the nature of the reported problem no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.